Manufacturer narrative:
(B)(4). Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an laparoscopic gastrectomy procedure that the device was used to staple off a portion of the stomach on the third firing, with a reload. The stapler would not release from the tissue. The doctor was eventually able to free the tissue although the staple line was compromised. Three of the six lines did not appear to be present. He did not attempt to fire that stapler again. He then grabbed another device and finished case. There were no adverse consequences for the patient. This did cause a delay in case because the doctor needed to over sew the staple line with a 2-0 stratafix to secure that part of the repair.